Manufacturer narrative:
The astral device was returned to a resmed authorized third party service centre. Evaluation confirmed the reported complaint. The top case and pneumatic block sensor circuit board were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the device failed to complete its internal self-test due to contamination while the touchscreen failure was due to a faulty/defective top case. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a touchscreen failure and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.